Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) in 2007. The patient has been experiencing some glare at night but it is much better now. At a post-op visit, the patient's best-corrected visual acuity was 20/20. The icl remains implanted.

Manufacturer narrative:
Evaluation: results - a lens work order search was performed and no similar complaint was found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined.